Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions the device was not returned for evaluation. It should be noted that the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use states: a non sterile temperature monitor for the shipping and storage of the absorb gt1 bvs system has been included with the product. Before use of this product, check the temperature indicator located through the window in the back of the product box. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other absorb gt1 3.0 x 12 referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. The temperature monitors (tag alerts) on two absorb gt1 scaffolds, a 3.0 x 12 mm and a 3.5 x 18 mm, triggered due to improper storage at the account; however, the devices were used anyway. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.